Event description:
It was reported that the collimator on the 9600 system was stuck open. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator gears were cleaned and lubricated during the service call. The system was tested and found to be working as intended and put back into service.